Manufacturer narrative:
Sections with additional information as of 29-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. H10: manufacturer contacted customer in a follow-up call on 17-jun-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results and hi display. Mother called on behalf of her daughter who is a type 1 diabetic. The customer is concerned with tests results from results obtained of 26mg/dl. The expected fasting blood glucose test result range is 90-120mg/dl. The customer did not report symptoms. Medical attention was not reported as a result of the actual blood glucose results. The product is stored according to specification in the hallway. During the call, a blood test was performed by the customer and produced test results of 148mg/dl non-fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 07/26/2020 and open vial date is 5/12/2020. The meter memory was reviewed for previous test result history. (B)(6).